Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: a graphic user interface (gui) light emitting diode (led) and a breath delivery (bd) distribution printed circuit board (pcb) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found on the components. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) light emitting diode (led) and the breath delivery (bd) power distribution printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during service, the display on a 980 ventilator went blank. The ventilator was not in use on a patient at the time of the reported event.